Event description:
It was reported that the right ventricular lead exhibited noise. The noise was not reproducible in clinic with isometrics or pocket manipulation. An x-ray revealed no anomalies. No intervention was reported and the lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.